Manufacturer narrative:
The device was received for evaluation; additional information will be submitted once the quality investigation is completed.

Event description:
A stryker core micro drill was sent in for repair due to overheating, discovered during routine quality check at the hospital. No adverse consequence was associated with the event.